Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: which color cartridges were used throughout the sleeve?" Ecr45b. "Is it possible that during this event the device was triggered on a clip, staple line or instrument from a previous procedure?" Do not. "Was the staple shape problem on one or both sides of the cut line?" Only one side. "How was the surgical procedure completed?" Converting the sleeve technique to bypass. "Has the patient's post-operative care been altered in any way?" Possibly yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple line opening showing dehiscence. Patient underwent reduction gastroplasty to sleeve (vertical gastrectomy). During the procedure, the surgical team observed immediate dehiscence of the staple line after triggering the load, with exposure of the gastric mucosa and fouchet's intragastric tube. When removing the load and analyzing it, a clear load failure with unfired staples is noticed. Failure occurred at 60mm blue load. It was necessary to change the surgical technique. Is it an ae? At the time, the patient had bleeding.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.